Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following initial implant the patient experienced cardiac perforation from the right ventricular lead. Recently, the patient presented in clinic where it was observed the lead was failing to capture. The lead was capped and replaced on (B)(6)2021. The patient was stable.